Event description:
The customer reported that their AED will not power on and that they tried a different battery. Customer indicated with the other battery installed the AED still didn't come on. The reported event did not occur during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable power on. Evaluation confirmed that the AED had sustained damage attributed to the device experiencing a drop or significant impact.